Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the yaw direction and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint regarding the instrument had restricted movement was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument had restricted movement when in use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose pitch cable at the proximal end. The loose pitch cable at the proximal caused the pitch cable to become loose at the distal. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. As a result a loose pitch cable, the instrument exhibited imprecise motion. The complaint regarding the instrument had restricted movement, was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information